Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: the cause linked to the device but unable to be traced more specifically. The no image finding was likely due to the cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertight, air leak defects from the main body, no image display, cable failure, and pixel defects. There was no patient involvement.